Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarm settings changed on its own without hospital staff intervention. The ventilator device was in cmv+ mode and used the following pre-set alarms. High 45, low 5, exp min vol: high 20, low 3, f total: high 40, low 0. These alarms settings changed during usages of the ventilator device. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. It was not reported which alarms were triggered. Patient involvement was reported because the event occurred during patient ventilation. The hospital staff responded immediately to the alarms. The need for medical intervention was reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarm settings changed on its own without hospital staff intervention. The ventilator device was in cmv+ mode and used the following pre-set alarms. High 45, low 5, exp min vol: high 20, low 3, f total: high 40, low 0. These alarms settings changed during usages of the ventilator device. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. It was not reported which alarms were triggered. Patient involvement was reported because the event occurred during patient ventilation. The hospital staff responded immediately to the alarms. The need for medical intervention was reported. The ventilator device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue occurred during ventilation. The patient was moved to another ventilator. He event did not cause or contributed to a death or serious injury to a patient the log files confirmed that the alarm settings were changed due to the activation of the "auto set" function. The field technician was informed and provided the information to the customer, and the device was released back into use.

Event description:
The following was reported to hamilton medical ag: - the ventilator device alarm settings changed on its own without hospital staff intervention. The ventilator device was in cmv+ mode and used the following pre-set alarms. High 45, low 5, exp min vol: high 20, low 3, f total: high 40, low 0. These alarms settings changed during usages of the ventilator device. - this occurrence was noticed during patient ventilation. - various alarms were observable both visually and through hearing. It was not reported which alarms were triggered. - patient involvement was reported because the event occurred during patient ventilation. The hospital staff responded immediately to the alarms. - the need for medical intervention was reported. The ventilator device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.